Event description:
Reportedly, during the patient use, a "con rom failed" and "device alert" occurred. The patient was ambu bagged and switched to another ventilator. There was no permanent patient injury in this case.

Manufacturer narrative:
Though requested, no patient information was provided. The returned ventilator was visually inspected and no anomalies were noted. It was confirmed that there was 'control rom failed' logged in the event history log. However, this failure could not be duplicated during investigation. The ventilator was returned to the customer after operation verification procedure was performed. To date, no further issue was reported.